Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the suture of the device tore at the transition to the repair suture. Per complaint reporter there was no harm for patient, operator or third party. No further information received.